Manufacturer narrative:
A lot history review is not possible as no lot number has been provided. The complaint of an inability to aspirate blood in inconclusive due to the condition of the complaint sample. The multiple areas of penetrating damage along the length of the catheter are responsible for air leaks preventing functional aspiration testing. However, due to the samll lumen size of the 3.0 fr. Catheter, the product instructions for use recommends the customer utilize the 4.0 fr. Catheter or midline if blood sampling is a high priority. The location that the leaks were found suggests that had the catheter been placed in a pt, the leaks would have been subcutaneous. The complaint sample was returned to the MFR with the stylet inserted into the catheter, so it must be assumed that placement procedures had not been completed when the complaint incident was discovered. The customer does not specify if the aspiration difficulties included drawing air into a syringe. No info is provided regarding catheter placement, however, the combination of a kink in the stylet wire and penetrating damage found in the catheter tubing suggests the leaks may have occurred during a difficult placement procedure. If the tubing lodges against a vessel wall while threading the catheter through a tortuous pathway could result in the stylet wire kinking and possible catheter penetration by the wire's distal tip.

Event description:
Unable to aspirate blood. No other info is known at this time.